Event description:
A malfunction alarm was reported by the customer, identified as malf 12, with a fault ID available. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and instructions were provided to continue using the pump while advising the customer to call back if any malfunction code recurred. The customer acknowledged and understood these instructions.